Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nonhealth care professional reported that during the intraocular lens (iol) implantation the lens was damaged in cartridge. Additional information was received stating that, upon loading into the cartridge, the plunger of the injector was bent and damaged the lens in the cartridge. There was no patient contact.